Event description:
It was reported that after a lap resection of the sigmoid colon with end-to-end-descendorectostomy the anastomosis was not complete on post op day two. The anastomosis was 12 cm from anocutaneous line. The insufficiency occurred at the dorsal wall, macroscopically no necrosis, 2mm. Staples seemed to be formed. Symptoms: air in the abdominal drain. There was a small dehiscence cared for with lahodny suture, but next day needed a hartmann procedure- with preternatural anus- as well. Insufficiency of the anastomosis site with two revisions. There was no pre-treatment reported. During the initial procedure, the stapler was closed very tight; approximately ¼ revolution until full closure. There was no conspicuous or ominous noise before, during or after firing. The tissue donuts were perfect. A leak test with air was performed and was negative. The surgeon stated that the staples were formed properly. The stapler worked as intended. Patient has left the hospital.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.the manufacturing records were reviewed and no anomalies were found during the manufacturing process.